Event description:
It was reported that during a coronary stent procedure, the catheter shaft broke while the physician was advancing the stent. The entire system was removed without incident. Pt status is listed as "okay".